Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power on, but after replacing the power cord the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the radiologic technologist (rt) at the site mentioned that when unplugging the mobile view station (mvs) from the wall outlet, a spark was observed followed by no line power to the system. Site troubleshooted and mentioned that if they wiggled the plug end of the cord while plugged into the wall it would intermittently receive power. However, after another attempt at adjusting the orientation of the cable and plug, the system would not boot. No patient present.

Manufacturer narrative:
Additional information: the cable was returned to the manufacturer for analysis. Analysis found that there was electrical overstress damage to the molded plug. The plug blade for the white wire was loose, however the continuity test was good. The ground prong was also good and passed continuity. The black wire blade was serviceable, however there was an open between the blade and the termination. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.